Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was moved superior in the same pocket. No products were used. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that following weight loss patient experienced pain at ipg site due to ipg migration. Surgical intervention may be undertaken to address this issue.